Event description:
Six weeks ago the neurosurgeon had to remove the osvii shunt from the pt,since the pt was symptomatic. The neurosurgeon thinks when the osvii is draining at zero pressure (wide open), it may cause some subdural bleeding. This was observed in the pt upon removal of the shunt. A new shunt was placed (codman programmable). The pt is recovering well with no further incidents. The osvii is available for evaluation.